Event description:
It was reported that the device displayed all three (charge pak, attention and wrench) icons. The reported problem could be an indicative of the device that would fail to power on and unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported three icons and it would not power on. The cause for the malfunction was determined to be due to an electrically leaky filter, designator fl9, on the analog pcb assembly. The excessive current leakage depleted the internal hlc batteries rapidly.